Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail ballon ruptured. The patient was asymptomatic during this event. The lesion being treated was very calcified and 90% stenotic lesion in the first diagonal branch of the lad coronary artery. The physician initially attempted to predilate the lesion with another manufcaturer's balloon, but the balloon ruputred on the initial inflation. The balloon was replaced with the maverick2 monorail, but the calcification was harder than he had anticipated, and this balloon also ruptured at 6 atm's on the second inflation. ( the initial inflation was also to 6atm's .) The maverick monorail balloon catheter was removed and replaced with a quantum-maverick (2.0/12) balloon catheter to successfuly complete the procedure, patient status is reported as 'good'.